Event description:
It was reported that a vascular stent implanted in the right sfa 12 months ago was found with high grade in-stent restenosis and fracture during follow-up investigation. Reportedly , the pt is in stable condition and refused a new peripheral intervention. Conservative medical treatment was preferred. No pt injury was reported.

Manufacturer narrative:
Although this prod is not sold in the us, this event is being reported under regulation 21cfr part 803 as it involves a similar device to PMA approved device sold in the us under # p070014. The lot history records have been reviewed with special attention to the mfg and inspection of this prod and the prod was found to have met all spec prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned on the basis of the x-ray images provided, it can be confirmed that the stent was fractured in several locations. Potential factors that could have led or contributed to thee reported event have been considered. Previous investigations of similar complaints have been reviewed. A stent elongation during deployment may lead to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery sys during sent release, or insufficient pre or post-dilation may result in an irregular stent placement. Also highly calcified vessels, the pt's condition or the vessel anatomy may contribute to an irregular stent placement and subsequent fracture. In this case, the vessels, the pt's condition or the vessel anatomy may contribute to an irregular stent placement and subsequent fracture. In this case, the vessel was highly calcified. Based on the info available, a definite root cause could not be determined.